Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room with swollen lymph nodes on both sides of the neck. It was reported that the nodes swelling started after taking antibiotics prescribed for post-implant procedure. The patient was given a prescription for an antibiotic and discharged home in stable condition. Subsequently, the patient went back to the emergency room for the same swollen nodes issue. The patient was treated with intravenous medication, given prescriptions for home; and discharged in stable condition.

Event description:
New information states that patient had an allergic type of vasculitis or serum sickness. There were no signs of anaphylaxis. No further information was provided.